Event description:
It was reported that during a cystectomy procedure, the device was fired and the staples did not form. The patient lost at least 6 liters of blood. It is unknown how much blood was given to the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.